Event description:
Boston scientific received information that this left ventricular (lv) lead exhibited high out of range impedance measurements of greater than 2000 ohms via the patient's home monitoring equipment. Several lead configurations were tested, which yielded slightly better measurements. To date, no adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.